Event description:
Originally, attorney's reported patient's abdominal pain an mesh explant. Based on medical records provided: on (B) (6) 2003 - umbilical hernia repair with bard composix kugel mesh. On (B) (6) 2005 - repair of recurrent umbilical hernia with mesh. Findings: large defect at the superior aspect of the old mesh with two adjacent smaller hernia defects. Partial explant of (B) (6) 2003 implanted mesh. An 8 x 12 cm bard composix kugel patch implanted to cover all hernias. The portion of the old mesh that was remaining was completely reinforced with the new composix kugel patch.

Manufacturer narrative:
The medical records provided indicate that the patient had and was treated for a recurrent hernia at the "superior aspect of the old mesh with two adjacent smaller hernia defects". Recurrence is a known possible adverse event listed in the IFU. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information, no bard mesh device failure occurred. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B) (4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received.